Event description:
The micro sagittal saw was sent for svc and it was found during failure analysis that the handpiece displayed a bias current error which causes a run-on condition. There was no pt involvement and no adverse consequences associated with the device.